Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient representative reported for left side "radial folds", "bilateral peri implant liquid". The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation : seroma-late. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time.

Event description:
Patient representative reported with imaging exams "radial folds", "bilateral peri implant liquid" this record is for left side. Device remains implanted.